Event description:
In 2008, the patient reported that he felt insulin leaking from the adapter of his infusion device. The patient is visually impaired. He was educated on the proper usage of the adapter. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.